Event description:
Developed autoimmune reactions, inflammation skin rashes, allergies, brain fog, hair loss, severe breast pain; and heart palpitations. Feminine issues coincided with other issues such as inflammation, fatigue, and increased allergic reactions to foods and environment approx 2 yrs after silicone implant 2014. Calcification biopsy was unsuccessful as tissue samples eluded being captured, even though they were present on mammogram and ultrasound. Likely silicone bursitis. Salpingectomy, hysterectomy, plantar fascitis; inflammation, breast pain, brain fog, rashes, dry skin, hair loss, and food sensitivity.